Manufacturer narrative:
Half of lens was returned in the lens case. The lens had been cut across the center. The lens was cleaned with klrp. A narrow scratch was observed on the anterior surface, perpendicular the cut. Forceps marks were observed on the optic edge. The edge marks appeared to be removal damage. The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were indicated. The root cause for the reported scratch appeared to be related to a failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the returned cartridge. A narrow scratch was observed on the anterior surface, perpendicular the cut. This may have been caused by forceps. If the lens is loaded properly the anterior surface does not contact the cartridge lumen. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol (intraocular lens) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, dotted scratch on middle of the lens. Lens was explanted in initial procedure. Additional information was requested.